Event description:
It was reported that this pacemaker triggered a lead safety switch on the right atrial (ra) lead due to high out of range pace impedances. The impedances were greater than 3000 ohms. At this time, the patient is being monitored and at an upgrade procedure, lead integrity will be assessed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated this pacemaker was replacement due to a system upgrade. The existing ra lead still remains in service. No adverse patient effects were reported.